Event description:
The patient is reportedly experiencing headpiece retention issues with his device. External equipment has been exchanged, however, this did not resolve the issue. Revision surgery has been discussed.